Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and pass. The receiver will boot and charge. Perform functional test: passed share log review did not show any issues on the date of issue.open and interior inspection: pass take battery measurements: pass. The complaint conformation is undetermined because of the reported allegation was not found during investigation. .a root cause could not be determine